Event description:
A customer contacted beckman coulter (bec) reporting a diluent leak of approximately 1 ml coming from the unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and goggles at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse observed diluent leaking from the blood sampling valve (bsv). The fse reconnected sample aspiration line to the bsv, which resolved the issue. System performance was verified. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).